Event description:
Information received by medtronic indicated that the insulin pump was flashing after turning on. Customer stated that the insulin pump had multiple pump error alarm after inserting new battery. Customer experienced hyperglycemia with blood glucose value [b][6]. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. Fill cannula was recorded in daily history. Customer stated that the insulin pump passed self test. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.hold for brandi 2.14

Manufacturer narrative:
[B][4]. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.